Event description:
It was reported that during a procedure, the device was scissoring clips after a couple of firings. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 08/25/2008. Information is unavailable; device was not returned for evaluation.